Event description:
Reporter stated that pt's blood glucose was measured, using comfort sys 1, with a result of 328 mg/dl. Pt's blood glucose was reportedly retested, using comfort sys 2, with a result of 143 mg/dl. Reporter did not indicate if pt's therapy was modified based on these results. No adverse event was reported. The mfg requested the return of the suspect prod for eval.

Manufacturer narrative:
The event occurred in another country . This medwatch is for the suspect device used with comfort sys 1.